Event description:
It was reported that the patient had received less than 50% therapy relief and experienced return of underlying pain. The patient presented to the hospital and on (B)(6) 2013 a possible catheter revision was to be performed as the patient believed the catheter had come out of the intrathecal space. The surgeon opened the pump site, accessed the catheter port and easily aspirated the full amount of drug plus 1-2ml of cerebrospinal fluid (csf). The pump logs were checked and x-rays and a catheter dye study were performed. The dye study confirmed the catheter was in the intrathecal space. The doctor reported the findings to the treating physician. The catheter was re-primed and the dose remained the same. Patient outcome was reported as no injury. The device system delivered fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).